Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged during preparation. No additional event or pt info is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with no blood visible. There was contrast visible on the hub and crystallized contrast in the inflation lumen and the balloon. There was clear fluid in the guide wire lumen. The stent implant was returned dislodged from the balloon. There were crimp marks visible on the balloon in between the markers. The first six rows of the proximal end of the stent implant were returned slightly crushed. There was no other damage noted to the stent implant. The balloon was returned partially inflated. There was no damage noted to the sds. The protective sheath was not returned. The outer diameters measurements of the proximal end of the stent implant could not be measured due to the damage. A snap gage was used to measure the outer diameters of the stent implant. The middle and distal outer diameters measurements did not meet mfg criteria. The measurements were oversized. Product performance engineering reviewed the incident info and analysis of the returned product. The returned stent delivery system (sds) had contrast visible on the hub and crystallized contrast in the inflation lumen and balloon, which is consistent with preparation for use. Stent dislodgement prior to use can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use and interaction with the accessory devices. The return of the protective sheath may have aided in the eval. Analysis of the returned sds noted that there were crimp marks visible on the partially inflated balloon between the markers, indicating the stent was initially crimped on the balloon in the correct location; however, crystallized contrast in the balloon in addition to the balloon being partially inflated is also consistent with positive pressure being applied to the balloon. In this case, it appears that positive pressure may have been applied during preparation, which may have lead to the reported stent dislodgement, as no damage was noted to the sds after removal from packaging. Analysis of the returned sds also noted that the first six rows of the proximal end of the stent were returned slightly crushed. The outer diameters of the stent implant were measured; however, the proximal end of the stent implant could not be measured due to the damage. The middle and distal outer diameters were oversized and did not meet mfg specs; however, this oversizing most likely occurred as a result of positive pressure being applied to the balloon or at the time of dislodgements as it is expected that the stent would expand during travel over the balloon shoulders. The stent damage noted during analysis may have occurred during removal of the sheath, as a result of the stent dislodgement, or from handling after the dislodgement, as no stent damage was noted after removal from packaging. A review of the finished product lot history record did not reveal any nonconforming material records issued for the lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.